Event description:
(B)(4). Severe pelvic and back pain unrelieved with medication, skin rashes and acne doctors unable to correct, extreme fatigue and loss of libido, joint pain primarily in legs, weight gain of 20 pounds, unexplained abdominal bloating and tenderness, bouts of ibs.